Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from an adult (B)(6)) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011, essure (fallopian tube occlusion insert) was placed. The consumer was (B)(6) at time of placement procedure. She reported experiencing abdominal pain / cramps, increase or heavy blood loss during menstruation, gastro intestinal complaints, liver complaints, pain radiating to legs, memory loss, and concentration problems. The time till start of complaints was reported as 30 months but she did not specify for one of the events. She contacted a doctor and had as treatment plan the essure removal. Company causality comment: this spontaneous case report was received via regulatory authority and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain/cramps. Essure removal was planned. Abdominal pain/cramps is listed in the reference safety information for essure. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of plausible alternative explanation, a causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 03-oct-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined; therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain/cramps. Essure removal was planned. Abdominal pain/cramps is listed in the reference safety information for essure. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of plausible alternative explanation, a causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 23-dec-2016: case is now potential legal. Consumer initials added. It was reported that in (B)(6) 2011 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Company causality comment: this spontaneous case report was received via regulatory authority and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain/cramps. Essure was removed. Abdominal pain/cramps is anticipated in the reference safety information for essure. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of plausible alternative explanation, a causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident because device removal was required. Other non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Upon receipt of follow-up information, this case became legal. Further information will be obtained through the litigation process.